Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested, but no response received.

Event description:
The customer reported that the ventilator alarmed with black screens. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date of report: 12sep2018. Updated contact name. Date received by manufacturer: 27jun2018. The initial report (MFR. Report #:2031642-2017-01945) was submitted in error as this is a non reportable event. The customer states that the device has not malfunctioned and no parts were replaced.